Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date in section date of event is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter fracture, perforation of inferior vena cava (ivc) and anxiety. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-fractured- in patient, inferior vena cava perforation and anxiety¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿warning: filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Possible long-term complications associated with filter implantation include, but are not limited to, filter perforation of the vena cava wall and filter fracture. Retrieval of the cordis optease® retrievable filter with a filter fracture present may result in complications.¿ the IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture and perforation. Information received per the medical records state that the patient had a life threatening massive pulmonary emboli in both lower lobe pulmonary arteries and hemodynamic compromise with right heart failure. The patient had complete occlusion of the left lower lobe pulmonary arterial branch, the right lower lobe pulmonary arteries and right middle lobe pulmonary arteries. The patient was emergently brought from the intensive care unit (ICU) to the radiology suite for intervention. Percutaneous thrombectomy of these vessels was done with good patency restored. The patient tolerated the procedure satisfactorily. Next, the optease filter was implanted. The indication for filter implantation was massive pulmonary emboli causing cardiac arrest. The filter was deployed via the patient's right common femoral vein. It was placed below the level of the of the renal veins. There were no immediate complications.   Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture within the inferior vena cava (ivc) and perforation of filter struts outside the ivc. The patient became aware of the reported events approximately eleven years and five months after the index procedure. The patient continues to experience worry, anxiety related to the filter.